Manufacturer narrative:
The doctor who placed the bracket took the patient to a dentist to examine the damaged tooth. The dentist restored the tooth with a composite material and confirmed that the tooth would be fine and that it did not require a root canal. The doctor believes that the patient's tooth may have already been compromised prior to receiving treatment with orthodontic brackets, which may have contributed to the event. He reported that this is a highly unusual event that has never occurred with any of the over 300 patients he treats. However, the doctor has experienced more loose brackets with this particular patient than any other patient he has treated, and he has had to lecture the patient on several occasions on the proper care during orthodontic treatment. See scanned pages

Event description:
In 2007, the doctor who initially placed the appliance on the patient's tooth reported to corporation that his patient came into the office with a bracket that was accidentally debonded and had fallen off. The bracket contained a small piece of the patient's tooth enamel, which had apparently broken off when the bracket debonded. The patient experienced enamel damage at the site of debonding in the form of a small hole about 1-1 1/2mm thick on the lower right tooth number 5.